Event description:
A device was returned to philips service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the philips service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In addition, the patient alleges headache. The device has been scrapped.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experiences headache when on the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. During evaluation secondary findings was observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box a: patient identifier has been updated. In box d: operator of device has been corrected. In box e: initial reporter details has been corrected. In box g: report source has been corrected. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been corrected.